Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) (B)(4) alleging the onetouch verio iq meter read inaccurately high compared to a laboratory device. The patient's mother provided a blood glucose value of '6.4 mmol/l' with the lifescan meter; however did not provide a glucose value for the laboratory device,but claimed that the difference between the tests was greater than 20%. The mother stated the patient did not experience any symptoms or seek any medical attention because of the reported issue. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Follow-up (1/23/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.